Event description:
The affiliate reported that the device was once disconnected for the CT scan. It was noted that the device did not indicate the readings when reconnected. The surgeon replaced the device by another product, which could show the readings and the case was completed. On (B)(6) 2014, the affiliate requested that if there is any wire breaking of the device; please identify the wire breaking point.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed the evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations were noted: severe kinks along catheter body. Suture attached to catheter material. Tubing split at connector. Codman label torn and peeling. Sensor balance is unstable and cannot be adjusted. No further testing possible. Based on the above evaluation, the supplier was able to confirm the complaint. The sensor ohms are in spec., but the balance cannot be adjusted. This anomaly could possibly be attributed to esd exposure. Note that there were no broken wires. The clear tubing (strain relief) was split/separated from the connector, but the wires were not affected. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.